Event description:
All blood/transfusion tubing brown in color. Lawson item # 109408. All tubing removed from storeroom, bagged, and left at ba station. This has been a known issue that is periodically observed by staff. We are going to send them one sample to validate the issue is the same as reported in the past but have otherwise directed staff it is safe to use as long as they can see drips in the chamber. Manufacturer response for IV tubing, (brand not provided) (per site reporter), in 2019, 2020.